Event description:
On (B)(6) 2000 I had a hernia repair at (B)(6) hospital by (B)(6), using the ethicon prolene (polypropylene) hernia system phse lot: jbf930m (2004-07). I began having gastrointestinal problems and exacerbated fibromyalgia within a few years. Following a laparoscopic cholecystectomy I began having further complications related to surgically exacerbated abdominal adhesions. I now have the following symptoms: burning, itching, sharp pains, numbness with pain, mesh movement, groin, thigh and abdominal bulging, abdominal bloating, intermittent blockage of bowel, leg pain, foreign object in left leg without history of puncture injury, loss of mobility in leg, muscles spasms, difficulty sitting and standing, stiffness in left leg, low back pain, mid back pain, difficulty moving bowels, migraine, incontinence, sexual dysfunction, pain with sex/ejaculation/urination, enlarged prostate, poor distention of cecum and rectum. Surgical consult confirms chronic surgical mesh pain syndrome and mesh inguinodynia. Ultrasound shows umbilical hernia as well.